Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) was triggered on the right ventricular (rv) lead for ventricular tachycardia (vt)-non sustained episodes and over-sensing with noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.